Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot tests were performed and failed due to the device not turning on. An internal inspection was performed and failed due to moisture damage. Pictures were taken. The log was not downloaded due to unit would not power on after charging. The allegation was confirmed. The probable cause was determined to be corrosion on the board inhibiting the receiver from functioning and moisture damage. No injury or medical intervention was reported.